Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels; bg values were not provided. Reportedly, no alerts or alarms were received at the time of this event. Although requested, no additional information was provided. Reportedly, the customer reverted to manual injections for insulin therapy.